Manufacturer narrative:
(B)(4)

Event description:
It was reported a revision surgery was performed due to implant instability.

Manufacturer narrative:
Additional information.

Manufacturer narrative:
The associated complaint device was not returned. The manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for the listed lot, but 3 prior complaints with the same failure mode. The clinical/medical team concluded this report is a female patient that presented osteoarthritis and groin pain. As a result a left total hip replacement was performed on (B)(6) 2016. Approximately 4 weeks later she presented to the emergency room with a dislocated left hip (confirmed on the x-ray). The dislocation was reduced without incident and reported on (B)(4), however, the patient still felt ¿unstable¿. The surgeon then revised her to a polarcup dual mobility on (B)(6) 2016. The 71331850 r3 0 hole acet shell 50mm has not been returned. No fall, trauma or precipitating events were reported to enable an evaluation of the cause of the dislocation or the ¿unstable¿ feeling reported by the patient. Additionally, no information regarding how the patient tolerated the procedure has been provided. Based on the provided documents / information no further determinations can be made, at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.